Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they were informed that they have periodontitis. The top center gum is swollen with discoloration, the swelling is causing a gap between teeth. The aligner causes discomfort and more swelling. Requested additional information to evaluate and support patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.